Manufacturer narrative:
Investigation underway.

Event description:
It was reported by service report that the bed doesn't work and the board in the footboard is burnt out. It is unk if there was pt involvement or if there are adverse consequences to report.